Manufacturer narrative:
(B)(4). Concomitant medical products: part 195214, lot 768200 - vngd xp intlk fmrl lt 60mm, part 195753, lot 174960 - vgxp xp inlk pri tib tray 67mm, part 195807, lot 270670 - vgxp xp e1 tib brg ll 9x63, part 195877, lot 057080 - vgxp xp e1 tib brg lm 9x63. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2018- 00829, 0001825034- 2018- 00830, 0001825034- 2018- 00831, 0001825034- 2018- 00832. Reported event was unable to be confirmed due to limited information received from the customer. DHR was received and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 - pain and discomfort 3 months, 1 year and 2 years post a total knee arthroplasty procedure on the left knee.